Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer changed out pump supplies to address the alarms. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge and resumed insulin delivery. Customer¿s blood glucose level was 300 mg/dl. Customer continued to use pump for insulin therapy.